Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the pump had flipped and therapy was discontinued for 9 months prior to pump and catheter replacement yesterday. There was no environmental/external/patient factors that may have led or contributed to the issue. Fluoroscopic guidance confirmed the pump had flipped, according to the managing hcp. The pump was not filled for many months. It was noted the existing catheter was severely tangled up in the pump pocket. The pump was replaced because it had been drug since (B)(6) 2019. The pump and catheter were replaced, on (B)(6) 2019, and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 1000mcg/ml morphine at 260mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the doctor was unable to find the refill septum. An x-ray was done and it was found that the pump was flipped. The patient was referred to a surgeon to have a revision. The patient had surgery to revise the pump pocket and re-anchor the pump down. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.